Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through asr on 15apr2017. Device evaluation analysis of the returned device identified: underweight, opening on posterior and red particles in the shell and gel. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior, striated opening on anterior, stress marks, crease fold, craters are observed on the surface of the shell and wear abrasion. Base on the device analysis the final assessment is:opening crease sharp on posterior assessed as fold flaw opening striated opening assessed as surgical damage. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, granuloma.

Event description:
Patient reported right-side ¿rupture¿ and ¿has a lump.¿ patient additionally reported "right implant has been incapsulated for years and it's been causing me pain." Patient additionally reported rupture. Healthcare professional later reported right side capsular contracture baker grade IV along with granuloma. Device has been explanted and replaced.